Event description:
Same case as MDR ID# 2134265-2011-06173. It was reported that during an atherectomy procedure the burr became stuck in the lesion and a possible connection issue with rotalink advancer was suspected. The lesion was situated in the left anterior descending artery and was described as severely calcified, 34mm long, with a vessel diameter of 3.5mm, 90% of stenosis. There was also a significant lesion bend (between 45 and 90 degrees). The lesion was pre-dilated with an unspecified device. A 1.50mm rotalink burr and a rotalink advancer were used. The physician checked that the system was well connected. The procedure started and the physician immediately noticed that something was unusual. The console showed an unexpectedly high rpm count, and the operator reported 'unusual' tactile feel. It was reported that the burr did not return to its original platform position, and was lodged in the lesion, unable to be retracted as usual. Access for adjunctive devices was gained. After several attempts the physician successfully removed the burr catheter by advancing a non-bsc catheter up and over the burr, and pulling everything back into guide catheter and out of patient's body. A percutaneous coronary intervention was then performed with balloon angioplasty and fours stents were deployed to treat the lesion. A successful outcome was achieved, and the patient remained stable. Upon investigation afterwards by the operator, it appeared that the burr catheter was not connected to the advancer shaft, and had become detached.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).